Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. No code available was used to represent surgical intervention. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. At the end of the case there was a drop-in patient¿s blood pressure, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Pericardial window was also required. Extended hospitalization was required for observation purposes. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is uncertain. No biosense webster inc. (Bwi) product malfunctions were reported. Transseptal puncture was performed during the case. There was no evidence of steam pop during the ablation. A stockert generator was used at a maximum setting of 30 watts. A force spike of 70 grams was seen for one second but quickly went back down to 2-3 grams and the physician does not believe that the generator was a problem. No error message was observed on any bwi equipment. The irrigation was set within standard settings for stsf catheter. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were stsf odp: 2mm 4 sec 25% 3 g. No additional filter was used with the visitag module. The color option used prospectively was average 3-7 g.